Event description:
The notification received for the (B)(4) study indicated that during the index procedure, the patient experienced a transient ischemic attack. The patient's recovery was full, with no deficit. The tia occurred after implantation of the precise stent, during removal of the angioguard device. Medications were administered for treatment of the tia and maintenance of blood pressure. The patient recovered in less than 24 hours. The tia was deemed related to the index procedure, but not to the cordis products used. Neither product was available for analysis.

Event description:
On (B) (6) 2010, the lay user/patient¿s relative contacted lifescan (lfs) alleging that the onetouch ultra meter was reading inaccurately high compared to his feelings/ normal reading(s). The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The reporter alleged that the issue began on an unspecified date and time in (B) (6) 2010. Reportedly, the patient received blood glucose results of ¿180, 240, and 194 mg/dl¿ with the subject meter (date and time are not specified). The reporter stated that patient manages his diabetes with insulin (sliding scale). After the alleged issue began the reporter stated the patient continued with his usual dose of medication. Per cca documentation, at the same time after the alleged issue began (date and time not indicated) the reporter claimed that patient was not feeling well and had developed symptoms of sweating, shaking, and was incoherent. The reporter denied that the patient received any medical intervention as a result of the alleged issue. At the time of troubleshooting, the cca verified the correct unit of measurement on the subject meter. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B) (4). The lay user/patient¿s products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.